Manufacturer narrative:
The product was not returned, therefore, no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after implanting the valve the non -medtronic guidewire was pulled back while retrieving the nose cone. The wire was mistakenly manipulated and reverted as the delivery catheter system (dcs) was retracted. The nose cone became stuck in the valve on the non-coronary cusp and dislodged the valve. The valve was snared upward and a second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.